Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date product ID l-evolutfx-2329 (lot: unknown); product type: compression loading system (cls) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after the implantation of the valve via the left axillary artery, and removal of the delivery catheter system (dcs), during the final contrast injection, it was discovered that there was a dissection/perforation of the left subclavian artery. The team sought advise from cardiac and vascular surgeons and elected to deploy self expanding covered stents and balloon expandable grafts to seal the dissection. The deployment of 2 balloon expandable grafts and 2 self expanding stents was successful and the normal blood flow in the left subclavian artery was restored. At the conclusion of the implant, the patient was alive and stable. No additional adverse patient effects were reported.